Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard soft mesh (device 2), an additional emdr will be submitted to represent the bard/davol perfix plug (device 1). Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). It is alleged that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh (device 2). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device 1) and the bard soft mesh (device 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."